Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited atrial undersensing during transtelephonic monitoring. When the patient was checked in the clinic 2 days later, the ipg was noted to be in power on reset mode (vvi mode, 65ppm). A 'fault code 1' error message was also displayed. The cpi representative tried reinterrogating the ipg, however, the same error message came up. There was no magnet response at this point, and the patient, who was pacemaker dependent, was admitted to the hospital and the ipg was explanted and replaced with another device. The explanted ipg, which was only in for approximately 5 months, was returned to st. Paul for analysis.